Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, quality control, and a visual inspection and function test of the returned device were conducted during the investigation. Based on user testimony, the device leaked during the procedure. Functional testing confirmed that the device leaked and a visual inspection noted excess adhesive between the sidearm fitting and cap. Detection activities are in place to prevent this failure mode from occurring. Additional action is not required at this time. We will continue to monitor for future events.

Event description:
An arteriovenous fistulagram in the arm with balloon angioplasty was being performed. Once the percutaneous transluminal angioplasty and the arteriovenous fistulagram were completed, the hub began leaking at the membrane where devices are inserted. Once the leak was detected, the introducer was replaced with another of the same and the patient was sent to dialysis. No further incidents occurred. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
An arteriovenous fistulogram in the arm with balloon angioplasty was being performed. Once the percutaneous transluminal angioplasty and the arteriovenous fistulogram were completed, the hub began leaking at the membrane where devices are inserted. Once the leak was detected, the introducer was replaced with another of the same and the patient was sent to dialysis. No further incidents occurred. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.